Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the airport on the spike. This occurred during infusion of "tpa." The reporter stated that the patient did not receive the full dose due to the leak; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, pressure testing, and clear passage testing were performed with no issues noted. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.